Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or sample leakage other from the device tip. The following information was provided by the initial reporter. The customer stated: use of the wingset for administration of intravenous therapy. After the needle had been placed in the patient's arm, some blood was found to be leaking from the device. Immediately after discovering that blood was leaking from the tubing, the needle was removed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter or sample leakage other from the device tip. The following information was provided by the initial reporter. The customer stated: use of the wingset for administration of intravenous therapy. After the needle had been placed in the patient's arm, some blood was found to be leaking from the device. Immediately after discovering that blood was leaking from the tubing, the needle was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-12. H6: investigation summary: bd received 1 contaminated sample and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for leaking in tubing with the incident lot was observed. Customer sample was evaluated by visual examination, it was considered that the reported event was caused due to damage on the tubing when the package was cut with scissors to open it, the tubing was also cut by mistake at that time from the picture and the result of simulation test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is confirmed for the indicated failure mode leakage in tubing only due to user error. When opening individual packages, please do not use a knife, peel off the sealing paper with hands. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.